Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was detected with several cassettes and the screen has unreadable parts. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Physical evaluation of the device found the lcd display was damaged with black spots. Functional testing was performed, and the air detector was working. The reported issue that air was detected with several cassettes could only be verified in the event history log. The air detector was replaced as a preventative measure.